Event description:
The doctor applied an external fixation device on the 14 year old blount's patient to stabilize a fractured hip fusion. Seventy-six days into treatment, two of the bone screws broke.